Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise causing inappropriate atrial tachycardia response episodes were also noted. No changes were made, and the ra lead remains implanted and in service. No adverse patient effects were reported. Additional information provided from the field indicated the ra lead was continuing to exhibit high out of range pacing impedance measurements as well as oversensing of noise. As the physician suspected the ra lead was fractured, surgical intervention was performed, and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise causing inappropriate atrial tachycardia response episodes were also noted. No changes were made and the ra lead remains implanted and in service. No adverse patient effects were reported.